Event description:
It was reported that a patient underwent an emergency surgical procedure for treatment of peritonitis and resection of the colon along with prophylactic mesh implantation via laparotomy on (B)(6) 2014 for prevention of incisional hernia in a patient with active peritonitis. The patient developed aspiration pneumonia and an intra-abdominal abscess. The patient was treated with antibiotics, fluids and non-invasive respiratory support. The patient underwent an emergency operation for the intra-abdominal abscess. The patient died on (B)(6) 2014. The cause of death was aspiration pneumonia.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The initial procedure performed on (B)(6) 2014 was a median laparotomy, adhesiolysis, subtotal colectomy, oversewing of the bladder, terminal ileostoma, and cystofix. The indication for the procedure was peritonitis within 4 quadrants and a CT scan showed a big abscess in the area of bladder with air in the bladder. Therefore, decision for exploratory laparotomy and revision. The patient had a diagnosis of acute abdomen. The CT of the abdomen done on (B)(6) 2014 prior to the procedure showed a fistula formation to the bladder and an umbilical hernia. During the initial procedure on (B)(6) 2014, it was found in the minor pelvis there was a large infectious conglomerate tumor. Several small intestine loops adhered to it. The adhesions were removed. The right hemicolon was necrotic. The sigma colon adhered in a conglomerate to bladder and uterus. A wide fistula opening into the bladder was seen. Resection of this with partial resection of bladder wall. The bladder wall was extensively infectious. The right hemicolon was necrotic as well, therefore decision was made for a subtotal colectomy with removal of the colon transversus. The patient was not stable anymore and needed 400 gamma noradrenalin and further adrenalin. There was greyish coloration of the small intestine loops. Extensive rinsing and closure of the bladder wall in 2 layers was performed. Insertion of a cystofix (permanent bladder catheter) was done. Passive drainage from the left into the minor pelvis. The patient had a septic condition with acute abdomen and perforation since (B)(6) 2014 under tazobac. On (B)(6) 2014, status after subtotal colon resection, the patient underwent resection of terminal ileum, creation of ileostoma, and extirpation of colovesical fistula. (B)(4).